Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance from tandem technical support regarding the cartridge alarm issue. The malfunction alarm was cleared, and insulin delivery was resumed successfully.